Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) was 44 mg/dl. Reportedly, the low bg may have been due to the sensor needing a change. Customer consumed carbohydrates to treat low bg. Reportedly, customer continued using pump for insulin therapy.